Event description:
It was reported that a patient received an inappropriate shock due to noise for a supra ventricular tachycardia. Programming changes were made. The lead remains implanted. The patient had no complaints afterwards.